Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent primary hip surgery due to aseptic necrosis of bonehead and neck of right femur, limited information. No complications noted. No records for revision procedure provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# 15-104050 m2a-t m/h rad sld/apx shl 50mm lot# 184320; cat# 15-105000 m2a taper 37/28mm liner lot# 929990; unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01048, 0001825034 - 2021 - 01049.

Event description:
It was reported that the patient underwent a right total hip arthroplasty approximately 20 years post implantation due to elevated metal ion levels. No additional information is available.